Event description:
Bilateral capsular contracture, right baker grade 3.

Manufacturer narrative:
The device was returned intact and functional. No additional observations.

Manufacturer narrative:
B5: describe event or problem: right side capsular contracture, baker grade 3.

Event description:
Right side capsular contracture, baker grade 3.